Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported unraveled knot was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a common femoral vein was attempted with a proglide device using the pre-close technique prior to an interventional cardiac ablation procedure. Reportedly, the first proglide suture was pre-placed successfully. A second proglide suture was pre-placed; however, when pulling slack to set aside the suture, the knot unraveled. A third proglide suture was successfully pre-placed. The sheath was upsized to 9f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.